Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 already drawn samples for investigation. Visual evaluation of the samples indicated a correct draw volume. Additionally, 20 retained samples were functionally tested all samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes overfilled. There was no health impact or consequences reported.